Event description:
Event: migration of endograft. Case details: the patient was implanted in 2000. In 2002, during the initial angiogram for renal stent placement the physician noted that the graft had migrated 2-3 cm distally. No endoleak was observed. The physician chose to place two aortic cuffs extending from the renal arteries into the main body of the graft. The patient was reported to be doing fine.